Event description:
Fentanyl drip was hung at 1830 and by 0500 it was noticed that the bag was still mostly full. The adverse effect that the patient encountered was the patient not getting the medication as prescribed by the md or programmed into the pump. These pumps are not delivering medications to the patients reliably. The design is all around poor, the 4 icus here overwhelmingly dislike them (many aspects of them actually) and now that they have proven time and again to be unreliable for critically ill patients, they want them out of the hospital overwhelmingly for the safety of all of our patients. That pump was put in for service and the drip was hung on another pump that seemed to be dripping better. I stated that the pump should be available for evaluation but that would ultimately be up to our biomedical department to help arrange it. I ultimately do not have that say.